Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was experiencing high blood glucose of 572 mg/dl. Customer stated that she change the infusion set and the blood glucose started to come down. Customer stated that she change twice the infusion set and it was not staying on her body. It was unable to do the troubleshooting due to the call got disconnected. The insulin pump is not returning for analysis.